Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast reconstruction with an unknown mentor gel prosthesis. An unknown event occurred requiring explant post procedure. The device was explanted on (B)(6) 2018. The implant date is not known. If additional information is made available in the future a supplemental report will be submitted.

Manufacturer narrative:
On (B)(4) 2018, mentor became aware that the suspect medical device was a mentor memorygel breast implant 650cc gel catalog: 3506501bc, lot: 6866478, sn: (B)(4). Mentor also became aware that the correct date of implantation was (B)(6) 2015. On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).